Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the distributor that after the controller's software maintenance release (smr) update, the controller screen upon power up the controller display was garbled. After rebooting, the two letters of "watts" were not visible and two additional characters, "cj" appeared in the middle of the display. The controller was exchanged with no reported effect on the patient.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. During functional testing no issues were noted with the display. The reported event could not be confirmed. Device met all specifications. No failure detected. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.